Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary full height drawer 7 controller board was not detected on the bus and exhibited no indicator lights. Maintenance reboot and board reseating were performed; however, the issue persisted.As per part investigation, it was determined that the issue was attributed to fluid ingress in part P/N 151903-01, which led to circuit instability and ultimately compromised the drawers functionality.However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 01-MAY-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.PART ANALYSIS:The reported condition of the Control board has no lights and is reading not detected on bus was confirmed during Field Service Engineer testing and subsequently confirmed in the DCHU inspection process.According to the Work Order (WO) (b)(4) the BD FSE reported that the drawer 2 failed off bus. FSE opened back and lights on module board were off. FSE replaced module board and tested. Customer verified functionality. FSE performed PIP service.An external inspection was carried out in the Laboratory according to the established procedure. During inspection it was confirmed that fluid ingress in the PMC FH.Laboratory Testing was not required since the fluid ingress was observed.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE: The root cause to the reported failure Drawer will not close is attributed to the fluid ingress of the part PN 151903-01 which led to circuit instability and ultimately compromised the drawers functionality.